Manufacturer narrative:
The device that was pending was evaluated and it was determined the device experienced drawers difficult to operate, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 3 to 2.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced basket/tub structure is compromised leading to break. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced basket/tub structure is compromised leading to break. There was no patient involvement.